Event description:
It was reported the patient underwent a revision due to the wire going bad.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v344591, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# v344591, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4).